Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product eval, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2007, that after eight biopsies were taken using a pulmonary biopsy forcep (pt age and gender unk), the "pull wire to open and close the jaws broke". According to the complainant "eight biopsies were enough to close the procedure". The pt's condition was reported as "ok".